Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. High, out of range, pacing lead impedance was also noted. Lead was capped and replaced.